Event description:
Same case as: 2134265-2014-04448, 2134265-2014-04633, 2134265-2014-04632. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to the middle of left anterior descending artery (lad). During percutaneous coronary intervention(pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. The first automatic pullback with the opticross¿ was done successfully. An unspecified stent was then implanted and the second pullback was attempted. When the pullback button was pressed, an error 215 appeared on the system and the automatic pullback failed. The motor drive unit (mdu), opticross¿ and galaxy intravascular ultrasound system sled were then reconnected and the system was restarted,however, the problem was not resolved. The imaging catheter was replaced with a new opticross¿ imaging catheter but still the problem persisted. The pullback was attempted four or five times before it was completed. The procedure was competed with an atlantis sr pro2 imaging catheter and a new mdu. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).